Manufacturer narrative:
Additional information : the device was received for evaluation. During visual inspection, the tubing was observed separated from the male luer end. A functional pull test was performed which caused the male luer to separate from the tubing end. Visual section of the tubing end showed that there is no solvent plow ridge visible. The remaining connections passed the pull test requirement. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
(The device was manufactured at either): baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of a clearlink continu-flo solution set disconnected from ¿the luer to the patient¿ and resulted in ¿a fluid leak out from the tubing¿. The issue was identified while in use on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.